Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer experienced an elevated blood glucose level of 600 mg/dl. The customer changed the infusion set and delivered a bolus to address the high bgs. System check was performed by tandem technical support and no issues were identified. Customer changed the pump supplies and resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.